Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, during third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 16.8cm from the hub. There are kinks in the hypotube 76cm and 1305cm from the tip. Microscopic examination revealed that the tip is damaged. There is a pinhole in the balloon 7mm from the tip. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded. The reported information indicates the device was inflated to 18 atm; therefore, there is no indication the device was inflated over rbp.